Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The qc recovery was within the acceptable range. The field service engineer found there was a dirty dilution area. He cleaned the mixing vessel, vacuum and sipper nozzles, and the sipper nozzle. He performed ise checks, calibration, qc, and precision. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit, the initial sodium result was 150.0 mmol/l, and the repeat result was 138.1 mmol/l. The initial chloride result was 116.3 mmol/l, and the repeat result was 106.5 mmol/l. The repeat results were believed to be correct.